Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2015. Patient stated there may be possible water damage in receiver. Patient reset the receiver and it did not resolved the issue. Patient did not report any injury or medical intervention.